Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd:unknown , UDI#:unknown ; product ID: 306001, serial/lot #: unknown, ubd:unknown , UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient's wife stated there has been blood on the patients bandage so, she removed seventy five percent of the bandage and added new bandages. The patient's wife mentioned she removed the ens from the belt while doing this and then put it back. Now the patients programmer will not connect with the ens. Support link advised the patients wife to make sure the leads were connected and then tapped retry but, the programmer still will not connect to the ens. The patient's wife said she changed the patient's bandage last night as it was full of blood. (B)(6) mentioned she wasn't sure if the leads may have moved when she changed the bandage so she's not sure if the leads are still stimulating the nerve or if that has anything to do with the programmer not connecting to the ens device. The patient's wife mentioned the programmer has not been able to communicate with the ens for days but, the patient is seeing improvements with this therapy. The patient's wife stated there has been blood on the patients bandages. Support link advised the patient to please contact his clinician's office for further assistance. It was further reported from a healthcare professional via a rep that the patients wife cut off with scissors both pne leads while trying to get patient clean. Part of the leads remain inside patient. The hcp attempted to remove the leads but was unsuccessful. They plan to remove the leads the day of implant using fluoroscopy. The issue was not yet resolved. Surgical intervention is planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that there was no harm or symptoms related to the lead being left inside the patient's body. The doctor was going to attempt to remove the leads during the stage 1 <(>&<)> 2. The stage 1<(>&<)>2 were still to be scheduled. There was not a date yet. On (B)(6)2021, the doctor performed a successful stage 1<(>&<)>2. The doctor decided to leave the cut off pne remnants inside the patient as they did not appear infected, per the doctor's assessment. The doctor had no additional information.